Event description:
Pt admitted with left total knee infection after bil. Total knee replacement due to osteoarthritis june 2001. Began to have problems in oct and has had some difficulty walking. Since dec chills assoc with fever and increasing pain and swelling left knee joint. In 2002, pt had removal infected left total knee prosthesis. Pt had debridement and placement of antibiotic spacer. Will require 6 wks of IV antibiotics before attmepts to re-implantation of a knee prosthesis can be performed.